Event description:
Boston scientific became aware of an event involving a microknife xl through the article titled, "impact of major duodenal papilla morphology on the outcomes of primary needle-knife fistulotomy for deep biliary cannulation", by erfan arabpour et al. Per the article, from september 2022 to june 2024, a study of 200 patients with major duodenal papilla (mdp) were treated with ercp with primary needle-knife fistulotomy (pnkf) as a cannulation technique: the following occurred with the study patients: post-ercp pancreatitis, bleeding, perforation, and cholangitis. One patient experienced type ii perforation due to a bulging papilla. The perforation was managed by a fully covered self-expandable metal stent during the procedure. The patient was discharged after three days. Please see the reference article for full details.

Manufacturer narrative:
Block b3: the exact date of the event was not reported. The retrospective study date of (B)(6) 2022, is used for the estimated date of event between september 2022 to june 2024. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: initial reporter address 1: (B)(6); reported here as the address exceeded character limit for the designated field. Block g2: literature source: erfan arabpour; amir sadeghi; reyhaneh rastegar; samareh omidvari; mehdi azizmohammad looha; masoumeh keshavarzian, and mohammad reza zali. "Impact of major duodenal papilla morphology on the outcomes of primary needle-knife fistulotomy for deep biliary cannulation" gastroenterology and liver diseases research center, research institute for gastroenterology and liver diseases, shahid beheshti university of medical sciences, tehran, iran, scientific reports (2024) 14:31949, https://doi.org/10.1038/s41598-024-83446-9. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0506 captures the reportable event of hemorrhage/blood loss/bleeding. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization.